Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient mentions the recall. Patient later reported "radial folds through which a minimum amount of liquid is implied" via us. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5a, b.6, d.5.

Event description:
Patient representative later reported "swollen, painful, with contractions and with a deformed aspect." The event of "hepatic nodule hyperintense in t2 measuring approximately 11 mm localized on left lobe" is not device related.